Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of unhygienic procedure/contamination because the patient was in a disoriented state and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced unhygienic procedure/contamination because the patient was in a disoriented state. On (B)(6) 2011, the patient experienced peritonitis. It was unknown if the patient required hospitalization. The cause of the peritonitis was unhygienic procedure/contamination because the patient was in a disoriented state. It was not reported if the patient was retrained in aseptic technique; therefore, the outcome for the event of unhygienic procedure/contamination was unknown. On an unreported date, the patient began remedial therapy with fortum and amikacin. At the time of this report, dianeal pd2 ultrabag therapy was ongoing and the outcome for the event of peritonitis was resolving. The nurse considered the event of peritonitis to be unrelated to dianeal pd2 ultrabag therapy. The nurse did not provide an assessment of causality for the event of unhygienic procedure/contamination because the patient was in a disoriented state.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error - poor aseptic technique.